Event description:
It was reported that a pt underwent a colectomy procedure on (B)(6) 2010. The reservoir would not totally inflate before use. Another like device was used with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 50739isp, mfg date: 02/19/2010, exp date: 01/31/2015; batch 50692isp, mfg date: 01/15/2010, exp date: 12/31/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.